Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found no broken cannula. Unable to confirm customer received sensor in said condition due to customer returned opened/used. See picture attachment file for details. (B)(4).

Event description:
The customer reported via phone call that the sensor was not communicating properly with the transmitter. The customer reported removing the sensor and noticed that the electrode was shorter than normal. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.